Manufacturer narrative:
Additional information was added to b7, h6 and h11. H11: the actual device was not available; however a photograph of the sample was provided for evaluation. The photograph was visually inspected and a separation between the female connector and the main body was observed. The reported condition was verified. The cause of the condition was related to an inadequate solvent application between the female connector, the insert chip, and the main body during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there a separation between the female connector (dark blue) and the main body (light blue) of the minicap transfer set. The event was further described as ¿the dark blue portion on the tip of the transfer set was twisting where it meets the light blue¿. This was observed when disconnecting after peritoneal dialysis therapy. The transfer set had been in use for one week and was replaced as a result of the issue. There was no report of patient injury or medical intervention associated with this event, however the patient was given intraperitoneal (ip) prophylactic treatment. No additional information is available.